Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The whole system was extracted. Patient was stable. Related manufacturer reference number: 2017865-2019-10094. Related manufacturer reference number: 2017865-2019-10096. Related manufacturer reference number: 2017865-2019-10097.